Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while implanting a 12.1mm vicmo12.1 implantable collamer lens, diopter -18.0 into the patient's left eye (os), the lens tore/broke. Reportedly, the lens was repositioned and exchanged for an alternate lens. The date of lens implant and exchange is (B)(6) 2018, however it is not known if the exchange occured intraoperatively or not. Attempts to obtain additional clarification have not been successful. The problem is noted as resolved after exchange.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture. Visual inspection found the haptic torn. Corrected data: report source: user facility is incorrect, should be distributor. (B)(4).